Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl (13.9mmol/l) while wearing the pod between 25 and 36 hours. Patient felt pain. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. As treatment, patient was able to activate a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause pain during insertion and no issues were found. The exact cause of the dislodgement or the pain could not be conclusively determined.